Event description:
It was reported that the patient awoke with fatigue and near syncope and presented to the emergency room. There it was discovered that the patient was bradycardic and hypotensive. Lead impedance was high and a lead fracture was present. The lead was capped and replaced. No furhter patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information has been received that indicates a company representative was aware of the reported device issue on the day of the explant, which changes the alert date to (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.